Event description:
It was reported the patient was experiencing discomfort at both of her scs ipg sites (reference MFR. Report #1627487-2015-06139). Additional information received identified the patient's entire scs system was explanted.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.